Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped and bubbled. There was no patient involvement.

Manufacturer narrative:
Received one device. Customer complaint of, downstream occlusion sensor (dso) seal delaminated, confirmed through, visual inspection. Replaced, dso seal. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) calibration. Validated repair through dso/uso sensor test. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.